Manufacturer narrative:
.

Event description:
It was reported that the patient has experienced an increased seizures and was being referred for generator replacement due to end of service. Clinic notes dated (B)(6) 2014, note that the patient's seizures were less than three per year as of one year ago. It is unknown whether or not the increase was above the patient's pre-vns baseline frequency. No known surgical intervention has been performed to date.

Event description:
Additional information received revealed that the patient¿s generator has been replaced. A battery life calculation was also performed using the programming and device diagnostic history for the generator and it was found that the device was at end of service at the time the seizures were occurring thus attributing them to a loss of therapy as a result of end of service.

Manufacturer narrative:
Analysis of programming and device diagnostic history performed.